Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204-belt unusable) was confirmed. Upon investigation, the trunk cable connector's pins were physically damaged and the electrode belt was unable to connect to a monitor. The root cause for the bent connector pins was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing a service code 204 (belt unusable).